Event description:
A malfunction alarm occurred with malfunction code 9. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the issue did not recur. Customer was advised to call back if the malfunction reappeared and acknowledged understanding of the instructions.